Event description:
1/2 hr. Into the treatment the pt complained of shortness of breath, wheezing, heart rate up to 104. Blood returned to patient physician notified. Benadryl and tylenol given per dr's order. Treatment was restarted on a different dialyzer. No further problems noted.